Event description:
It was reported that pump displayed malfunction message malf 12 with fault ID 12-0x2071 and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if any malfunction code reappeared, which caller acknowledged and understood.